Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that the initial adjustable gastric band procedure was done with no issues. The pt presented with complaints of no restriction. The surgeon elected not perform any tests to evaluate the problem. The surgeon withdrew all the fluid out of the band and compared the amount of fluid withdrawn to the previous fill. The fill volume was 2-3 ccs less than what was indicated at pt's last fill. The surgeon assumed that the port was leaking. The port was replaced without any impact to the pt.